Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the manual stapler did not fire. In addition the open stapler had difficulty loading the reloads.